Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: deflation.

Event description:
Patient reported left side implant is"too heavy and causing back pain." Patient also reported that the implant is "still high and have not dropped." Healthcare professional reported left side deflation. Device remains implanted.

Event description:
It has been determined that the event of deflation associated with this complaint did not occur. This record is no longer reportable to FDA and will be un-reported

Event description:
Device has been explanted.